Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the left ventricular (lv) lead. The impedances were greater than 2500 ohms. At this time, reprogramming was performed and the products remain in service. The patient will be monitored and seen at their next routine appointment. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this crt-d and the lv lead were revised. The lead was abandoned surgically and the crt-d was electively replaced. Loss of capture and undersensing were also observed in addition to the out of range impedances. When the lead was tested via a pacing system analyzer, the observations were confirmed. No additional adverse patient effects were observed.